Event description:
Customer called to report high bgs. It was stated that patient gave themself 3 boluses 4u each but the bgs continued being high. Then customer gave a manual injection of 10u to treat the high bgs. While in the process of changing the site, patient noticed that the driver arms were loose and it was no pressure on the plunger. The driver block was sliding in the locked position and the insulin was not exiting. Troubleshooting was performed. The driver block moves along the lead screw as intended. Customer reverted to back up plan of manual injections.